Manufacturer narrative:
Additional information - e1 (telephone number): (B)(6). The device was returned to olympus for inspection, and it was discovered that there was the presence of foreign material in the nozzle. This event addresses this discovered phenomenon. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During investigation and evaluation of the device, it was found that there was foreign material in the nozzle. This was not noted during a procedure, therefore there was no patient involvement. There was no associated harm/adverse effect with this event.